Event description:
It was reported that during and unknown procedure, after inserting the trocar, it was noted the device was broken. Pieces fell in patient and were retrieved. Another device was used to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2022. Investigation summary: a b12lt device was received. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the tip of the sleeve broken. In addition, the tip of the sleeve was returned inside of a plastic bag. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.